Event description:
It was reported that the patient had a battery and lead replacement due to fibrosis and adhesions. No additional relevant information has been received to date. The suspect device was discarded.